Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe came with multiple units in the package. This was discovered before use. The following information was provided by the initial reporter: seriously paralyzed, more than one needle.

Manufacturer narrative:
Investigation summary: one photo and one 1ml syringe in a fully sealed blister pack confirmed to be from batch 8355914 (p/n 305903) was received and evaluated. It was observed there was an additional needle without a shield in the blister pack. The extra component is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the extra component defect is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Batch 8355914 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Additional medical device type: fmi (needle). Additional common device name: hypodermic single lumen needle PMA/510(k)#: k980580(syringe) k951254(needle).. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe came with multiple units in the package. This was discovered before use. The following information was provided by the initial reporter: seriously paralyzed, more than one needle.